Event description:
Information was received from a patient regarding their external device. Patient reported that since they received the new personal therapy manager (ptm), it had been taking a long time to connect. Patient mentioned they went to the healthcare provider today and was told to call medtronic for assistance. While on the call, patient mentioned they were locked out of their controller for 24 minutes. Agent walked patient through clearing data on the handset. Patient then attempted to connect with their pump and confirmed they were able to connect without a long delay. Agent reviewed considerations and redirected patient to call back if they need further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820; serial #unknown; product type software product ID hh9020tdd; serial# (B)(6); product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.